Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The indication for use was spinal pain and fbss le g/back. It was reported that the patient's stim had been in the wrong location for six months. The patient mentioned that they were in pain and had back and shoulder pain and needed the system adjusted. The patient reported that they wanted a manufacturer rep to meet with them to change the settings. The manufacturer's patient services specialist (pss) sent request to reps as well as emailed hcp listings to the pt to locate an hcp.